Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the lapvue10, 10/ca laparovue visibility sys was being used during a robotic procedure and the ¿trocar vue tip cleaner broke inside the patient. All product was removed from patient¿. There was no report of impact/injury, medical intervention or prolonged hospitalization to the patient. The procedure was completed and "the patient is well". This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. A two-year lot history review cannot be conducted as a lot number was not provided. A device history record (DHR) review cannot be conducted as a lot number was not provided. (B)(4). Per the instructions for use, the user is advised the following: use the small head vuetip trocar swab for 5 - 8 mm trocars, and the large head vuetip trocar swab for trocars 8 - 12 mm. Grasp handle and push foam head straight into the trocar. Do not release or bend the vuetip trocar swab. On certain trocar models that have a spring-loaded valve, open the valve during insertion or retraction of the vuetip trocar swab. Make sure trocar does not have any sharp edges that can snag the vuetip trocar swab. Do not extend foam head beyond distal end of trocar. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the lapvue10, 10/ca laparovue visibility sys was being used during a robotic procedure and the ¿trocar vue tip cleaner broke inside the patient. All product was removed from patient¿. There was no report of impact/injury, medical intervention or prolonged hospitalization to the patient. The procedure was completed and "the patient is well". This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.